Event description:
It was reported "PICC stylet wire bent during insertion" additional info. Received 06/21/2021: "it broke off, when I pulled it out the tip was kind of loose and when I moved it the tip completely broke off."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed the distal tip of the stylet was missing and not returned. The break in the polyimide tubing of the stylet was observed to be mostly flat with some plastic deformation. One edge of the break was observed to be more uneven than the other edges. The break site of the core wire within the stylet was observed to be tapered slightly and the break surface of the core wire was observed to be uneven with a granular surface texture. The most distal magnet within the polyimide tubing was observed to be broken in half at the break site. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement, stylet tip extending past catheter tip during insertion, and advancement/retraction of the stylet against resistance. Evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp4251 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC stylet wire bent during insertion". Additional info. Received 06/21/2021: "it broke off, when I pulled it out the tip was kind of loose and when I moved it the tip completely broke off."